Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. This lead and implantable cardioverter defibrillator (ICD) were surgically abandoned due to calcification and a replacement subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted. No additional adverse patient effects were reported.